Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a dent on the distal end and a pinhole on the universal cord. The control unit, video connector (on the slave side), video connector and video connector case had a crack. The video connection case had discoloration and there were scratches throughout the device. The indication on the light guide connector was not correct and the bending angle in the up direction did not meet standard value due to wear of the angle wire. The label on the light guide connector was peeled and video cable on the slave side had a dent. The video cable had buckling and the bending section rubber adhesive had a chip. The universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex 3d deflectable videoscope had a leak. Inspection and testing of the returned device found that the adhesive around the objective lens was peeled. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.